Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was indicated that the patient experienced a loss or change in therapy. The patient did not feel stimulation and therapy was confirmed to be on. The caller reported that the patient hadn¿t felt stimulation sensation since implant. The caller denied any trauma or falls that could be related to the issue. The caller reported that the patient tended to get uti¿s and she doesn¿t experience typical symptoms so there is a possibility she had a uti. The caller was reviewed about patient programmer (pp) use to increase/decrease parameters and increased the amplitude. The patient still did not feel stimulation and it was reviewed that it takes time for the body to respond to therapy. The patient was recommended to contact the healthcare professional (hcp) is the problem did not resolve. The caller reported that the patient had leakage during the night and day for the past 3-4 days.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the return of leakage symptoms and not feeling stimulation was that the patient had a uti. It was noted a urine culture was performed and there were escherichia coli greater than 100,000 cath specimens. The patient was prescribed augmentin bid for 7 days. It was noted the uti, not feeling stimulation, and return of leakage symptoms were resolved. The patient had a follow-up appointment scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.